Manufacturer narrative:
Based on the event description, it is hypothesized that an applied fouce on the distal tangs during implant manipulation or disengaging the installer from the implant exceeded the mechanical properties of the distal tangs during its last use. If the user attempted to manipulate the position of the device in the expanded state, this post-expansion movement within a tight disc space may place an excessive load on the distal tangs of the installer. Also, the angle and potential rocking movement put excessive stress load on the installer's distal tangs. Additionally, impacting the installer while the driver was engaged could have led to a bottomed-out interference that could have resulted in the tang fracturing off.

Event description:
Tips from short10/12mm inserter broke insitu. Surgeon was able to retrieve the broken tips using the suction, so nothing was retained in the patient.